Event description:
A surgeon reported an intraocular lens (iol) was exchanged for a monofocal lens. Additional information was received that indicated the clinical reasons for the lens exchange were the patient had high astigmatism and myopia. Additionally, the patient was not happy due to not being able to see clearly at distance. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Result from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been one other similar complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).